Event description:
It was found that the scale was inaccurate due to a broken/damaged load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.